Manufacturer narrative:
Action taken: unk. Outcome: unk for he had an arthroscopy. A pharmaceutical tech support (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for he had an arthroscopy. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015 - this case concern an elderly male pt who received synvisc one for an unk indication. Pt had arthroscopy for an unspecified disorder of knee. Based on the clinical info received the role of device cannot be completely ruled out for the causation of event. However, lack of complete info regarding the indication for product use, underlying cause for arthroplasty, medical history and investigation details of the pt makes the complete medical assessment of the case difficult.

Event description:
This unsolicited device case from united states was received on 03/20/2015 from a consumer (pt). This case concerns a (B)(6) male pt who received treatment with synvisc one injection which did not help (subtherapeutic response) and had an arthroscopy (unspecified disorder of knee joint). No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date in 2014 (08 months ago), the pt received treatment with synvisc one injection (dose, route, frequency, indication, lot/batch number and expiration date: not provided) in his right knee. On an unk date, 3 months ago, the pt received treatment with synvisc one injection again. The pt reported that they did not help (subtherapeutic response) and he had an arthroscopy. The pt wanted to know if he could receive another synvisc one injection after having procedure.